Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon stated that pieces of instrument broke off while using it in procedure. The piece was retrieved and discarded. The case was finished with a new lcsc5. There was no consequence to pt.